Event description:
As reported: "please see attached surgery sheet for a left-hip revision for periprosthetic-fracture. Dr. Opted to revise the femoral stem which had subsided with a competitor construct. Our trident shell was left in-situ. "Original surgery was done over 10 years ago." No further info available." Rep confirmed that there were no allegations against the revised head and liner.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown security stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: insufficient information was provided to support a medical review. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.